Manufacturer narrative:
Dob corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when the patient first synched with their ins today, they noticed therapy was off, they turned it on, increased to 3.9 but did not notice any sensation so they called patient services (ps) because they don't know how high to go. Patient said since getting interstim they have not noticed any improvement to their urine voiding symptoms, during the evaluation they had slight improvement. Reviewed stim sensation and therapy effect information. Patient said they don't know if they feel stim it's hard to tell the difference if they notice some feeling in their rectum because they are constipated from a spinal cord injury they had 11 years ago and they do not have much feeling from the injury. Patient said they had an appointment at the doctor's office the day before yesterday, but they forgot their control equipment and neither the manufacturer representative (rep) nor the doctor used equipment to synch with the ins at the appointment. At the appointment the rep told them they had turned therapy on at implant. During the call patient synched with their ins and was successful to adjust their amplitude putting it back to what it was prior to increasing to 3.9. Reviewed since today is the first time they have used their equipment and, because therapy may have possibly been off, they can start monitoring the effect now that therapy was turned back on. Redirected to report their concerns to their doctor. Patient will maintain stimulation level and will continue to track symptoms. The patient's relevant medical history included patient said they are having problems with their incision, they have a lot of incision site pain and it is bulging out, they can see the stimulator under their skin (asked/unk event date). Patient said they were put on antibiotics to stop the pain or to take care of the infection. Other unrelated information patient mentioned during the call. Previously they had spinal cord stimulators from boston scientific but they were removed because they were not giving any relief.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.